Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. During evaluation, the ac adapter showed no signs of physical damage and successfully powered on the unit. The tubing guide was inspected and found to be clean and free of debris. The unit successfully loaded and operated a set with no discrepancies observed. There was no evidence of fluid ingress. A flow rate accuracy evaluation was performed, and there were no issues noted. The reported condition was not verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was "not pumping fluids". This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.